Event description:
During use of the pump console for cardiopulmonary bypass surgery, the occlusion device unexpectedly indicated that calibration was required and the display readings appeared inaccurate. The user was able to recover the failure and the procedure concluded without incident. There were no reported adverse consequences to the patient as a consequence of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.